Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse is waiting on the replacement eye piece to resolve the issue. Fse investigation is not complete.

Event description:
It was reported that prior to starting a da vinci-assisted procedure, there was chipped glass in left eye of the surgeon side console (ssc). There was no report of patient/surgical staff harm.